Event description:
To whom it may concern: I am writing this email on behalf of my father, (B)(6). (B)(6) had double knee replacement surgery 2 years ago and we thought it would provide relief to the agonizing pain. The pain is consistent and restricts him from the daily activities of life. We gave the double knee replacement surgery time; however, we learned that the space in his right knee is no good. After 2 years, he will undergo another knee surgery on (B)(6) due to the ineffectiveness of the space. This has been a long dreadful process and each day he is in constant pain. For further questions please feel free to reach out to him at (B)(6) or you can contact me via email. The spacer was loose from day one, (B)(6) 2014, and now they are saying he needs to get a new one put in. The surgery never improved anything. The spacer is still currently in his leg. Best regards, (B)(6). Sent from my (B)(6).